Event description:
A user facility returned the airway mobilescope to the olympus service center for a broken fiber. Upon inspection and testing of the returned device, it was observed that the image guide snake pipe coat was peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The olympus service center found in addition to b5, the connecting tube has coating peeling of 1mm2 or more, due to a pinhole on the tube, water tightness is lost, there was a breakage of the camera section, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to a dent on tube, channel cleaning brush cannot inserted smoothly and the connecting tube has a dent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 1. Inspect the control section and the camera section for excessive scratching, deformation, loose parts, or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 3. Visually inspect the rubber part around the instrument channel port. If the rubber part in a normal and abnormal condition. Lifting of the rubber part is abnormal. If the rubber part is lifted from the molding part (abnormal condition) do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 5. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.